Manufacturer narrative:
The reported event of the helix would not extend was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. The helix was damaged during analysis and could not be extended or retracted. The helix extension length could not be measured. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of the helix would not extend was due to blood and tissue in the helix.

Event description:
During follow-up, patient indicated he received a shock due to dislodgement of the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. During the repositioning procedure, the helix was unable to extend. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.